Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the right atrial (ra) lead and right ventricular (rv) lead had dislodged. The patient underwent revisions on both leads. The physician was questioning the sensing integrity counter (sic) since the revision. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.